Event description:
Hcp reported patient underwent surgery for "pump adjustment and lysing adhesions". "The patient was found to have an area involving the catheter that was tethered down to the lateral inferior aspect of the pump pocket site." The hcp believes this procedure relieved pressure from the catheter which contributed to the patient experiencing confusion and respiratory depression along with the dosage increase from 5mg and 7mg of intrathecal morphine. The patient was admitted to the hospital 2 days later with confusion and respiratory depression. The patient's neurologic and respiratory statuses were monitored. The patient was given narcan. The pump was turned down to 5mg morphine. The patient was discharged 3 days later. The patient was reported as doing well.